Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device could not secure the cutter. It is known that the device was being used in surgery. It is known that there were no user or patient injuries reported. There was no additional information provided.